Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error, blank display and damage on the insulin pump. The customer's blood glucose value was 200-300 mg/dl. The customer stated that the buttons would not work and the pump would not stop beeping. The customer stated that the display went blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.